Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309680 batch number#: 4094684 it was reported by customer that when opening up an intact package, associate noticed one 50 ml syringe without any marked increments or numbers. Verbatim#: rcc received a complaint via email. Email(s) attached opening up an intact package, associate noticed one 50 ml syringe without any marked increments or numbers. Item -309680 lot -4094684.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the sample. Analysis of the sample showed that the syringe barrel has no scale printed. Bd determined that the cause of the failure was a possible jam in the syringe barrel printing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.